Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, long leaflets, and a flail. During preparation of a steerable guide catheter (sgc) a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. One clip was then successfully implanted. To further reduce mr, an xt clip was inserted and grasping was performed. However, grasping was noted to be difficult. After multiple attempts, the clip was able to grasp both leaflets and was deployed. After deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage. Due to patient anatomy, the physician decided to discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.